Event description:
Boston scientific received information that this patients right ventricular (rv) lead sent a lead safety switch (lss) which was for out-of-range (oor) impedances. It is unknown if it was for high or low impedances. When the patient is seen in clinic, all measurements are normal. The thresholds were also increasing. The device and lead remain implanted with plans to monitor for now. Attempts to gain additional information have been made but none have become available. Should new information become available, this report will be updated. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.